Manufacturer narrative:
Reported is confirmed from visual inspection of the product. Device history record was reviewed and no discrepancies or anomalies were found relevant to the reported event. Based on review of the returned device, normal wear over the course of use contributed to the reported issue; however a specific root cause cannot be determined with certainty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following could not be completed with the limited information provided. Expiration date - na, date implanted - unknown date in 1986.

Event description:
Patient's hip was revised approximately thirty-one years post implantation due to wear.